Event description:
The surgeon reports performing cataract surgery with implantation of the akreos mi60g intraocular lens in the right eye. Approximately two weeks postoperatively, a cloudy substance similar to fibrin appeared on the optic. Antibiotic and corticosteroid therapy was given intraoperatively and postoperatively. The patient was reported to have blurry vision and a va of 20/50. In addition conjunctival hyperemia was noted.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).